Event description:
A clinic technical support staff emailed dexcom technical support on (B)(6) 2013 to report cgm inaccuracies, on behalf of a patient, on (B)(6) 2013. The email addressed to dexcom technical support, did not report any medical intervention or injuries.dexcom technical support called the clinic on (B)(6) 2013 and left a voice message.